Manufacturer narrative:
There were multiple phone numbers reported. The additional phone number is as follows: e1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there was foreign matter inside one (1) tube. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 21-jun-2024. H.6. Investigation summary: bd received 1 sample and 1 photo for investigation. The sample and photo were reviewed and the indicated failure mode for additive abnormality was observed. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes that there was foreign matter inside one (1) tube. There was no health impact or consequence reported.